Event description:
Per independent repair center statement, unit displaying low o2 or yellow light. The key failure was the compressor was loud and had a low output. Additional malfunction was the tire wraps were leaking.